Event description:
The customer reported to olympus, that the colonovideoscope had a pinhole. The device was returned for evaluation. During the device evaluation, the following was found: the control section and scope cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on the bending section cover the water tightness was lost, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens, objective lens and color ring had a crack, the adhesive around the objective lens was peeled and had a white-clouded area, the adhesive on the bending section cover had a white-clouded area and a chip, the adhesive around the light guide lens had a white-clouded area, the scope cover plate was detached, switch 4 had wear, the universal cord had a wrinkle, the paint on the suction cylinder and air/water cylinder was peeled, the following were shaved; the scope cover, control unit, grip, and forceps channel port, and the following had a scratch; switch 1, switch 2, connecting tube, universal cord, and the image guide protector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.